Manufacturer narrative:
No moisture damage was found on the electronics, motor, vibrator, or battery tube assembly during the visual inspection. Physical damage was found on the display board. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The insulin pump had a cracked case on the display window corners, cracked display window, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, scratched reservoir tube window and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that the customer had a button error alarm and a crack on her insulin pump. Customer's blood glucose level was 151 mg/dl. Customer stated that the insulin pump might have been exposed to moisture. Insulin pump will need to be replaced. No additional information provided.